Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine concentration 40 mg/ml at 9 mg/day and morphine with concentration 3 mg/ml at 0.7265 mg/day via an implantable pump. It was reported the patient was having difficulties connecting and requesting a bolus. It was taking anywhere from 15-20 minutes of trying to connect before it successfully gives her a bolus. Today, the patient was in for an increase and the healthcare provider was having difficulties connecting with her programmer as well. The pump was superficial so she could locate it just fine, and they did not believe the pump was flipped. At the time of the report patient services had the hcp connect the cord from tablet to communicator to see if the connection was faster. Technical services reviewed the appropriate steps to communicate to pump. The hcp was eventually able to connect. The hcp updated the pump and it was able to connect faster than the initial interrogation. The hcp stated that they would call back if they run across any issues. No patient symptom was reported. Additional information was received from the healthcare provider on (B)(6) 2020 who reported that the pump flipped pump. The healthcare provider stated that back in (B)(6) 2020, they had trouble interrogating the pump and to day was a refill. The same issue occurred where they couldn¿t aspirate from the pump and could only connect to the pump away from it on the side. An x-ray was reviewed and confirmed the pump was flipped. The healthcare provider would be following up with the neurosurgeon to fix the pump. No further patient complications have been reported as a result of this event.